Event description:
The customer reported that erroneously low creatinine (cr-s), glucose (glu), and blood urea nitrogen (bun) results were generated on a unicel dxc 600 synchron system for one patient sample. Beckman coulter inc. Review of customer supplied patient data indicated that initial, discrepant total protein (tp), albumin (alb), total bilirubin (tbil), and alkaline phosphotase (alp) results were also generated for this patient. Upon repeat on the same instrument, the patient chemistry results were higher and regarded as valid. The erroneous initial results were not reported outside of the laboratory and hence no deaths, serious injuries or changes to patient treatment were associated or attributed to this event. Instrument level two, quality control results were low after the generation of the initial sample results. No other chemistry patient results were impacted by this event. The sample was normal in appearance with no evidence of fibrin.

Manufacturer narrative:
Service was not dispatched to the site for this event as the issue was resolved via beckman coulter inc. Led customer troubleshooting. Beckman coulter inc, customer technical support (cts) had the customer perform routine troubleshooting including checking the cartridge chemistry (cc) sample syringe and cc sample probe, cc reagent syringe and probes for sign of leaks, bent, bubbles, or loose connections. Cts suggested flushing and cleaning the cc sample probe. The customer indicated that they performed the cleaning procedures and ran quality control assessments which appeared to be within ranges. Root cause is not known, but the issue was resolved via hardware maintenance.